Manufacturer narrative:
Device evaluation the echo-19 device of lot number c1834461 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1834461 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1834461. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Root cause review: a definitive root cause could not be determined from the available information.. It was difficult to determine a possible root causes due to the little information provided, but a possible root cause could be attributed to the device becoming damaged on detachment from the scope where the needle may have broken distally inside the endoscope and did not remain inside the patient. As per the complaint description "checked the needle with a new unused needle to compare the length while found out the used needle 1.5cm shorter than unused needle. User then confirmed there is no bleeding sign at biopsy area by checking with endoscopy and doppler probe. And the patient's vital signs are stable. User facility is keep monitoring the patient status. Summary: complaint is confirmed based on customers testimony. According to information available from the initial reporter, the patient experienced a prolonged procedure, but no physical harm. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 07-apr-2022.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced cook echo-19 device through ultrasound gastroscope to target location with 2 fna completed for collecting cytological smear, liquid based cell, case histology inspection. After second fna completed, user detected the high echo at target area, then checked the needle with a new unused needle to compare the length while found out the used needle 1.5cm shorter than unused needle. User then confirmed there is no bleeding sign at biopsy area by checking with endoscopy and doppler probe. And the patient's vital signs are stable. User facility is monitoring the patient status. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Needle tip broken. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. Unknown. If not with the device in question, how was the procedure performed and/or finished? Under confirmation. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus tgf-uc260j. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. Was difficulty experienced while retracting the needle? No. Was the syringe used during the procedure, after the stylet was removed? Yes. Was the needle able to be fully retracted before removing from the patient? Not completely fully retracted. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No. Was the stylet partially removed prior to advancement of needle? Yes. How many biopsies/passes were obtained with use of this needle? 1. Did any section of the device detach inside the patient? 1.5cm needle tip in patient's tumor.